Event description:
Procedure: sils-colon, lap sigma. According to the reporter: one clamp got caught in the white folie of the pressure place so the instrument could not be removed from the anastomose. At trying to remove the eea the intestine treared and a part of the intestine had to be cut off and with a second eea28 a new anastomosis was created. Surgery was extend more than 30 minutes.

Manufacturer narrative:
(B)(4).